Event description:
A complaint of lead protrusion was reported. The physician decided to revise the pt's leads.

Manufacturer narrative:
The pt's leads were repositioned, and the pt is reportedly doing well. This is the final report.